Event description:
The resident was transferred to bed and called out in pain, there was a cut to his leg from the edge of the expander connected to the bed. The bed in use at the time of the event was the span medical products canada advantage ready wide bed model mc7wmllz-l serial# (B)(6).